Manufacturer narrative:
Concomitant medical products: 5071-53 lead, implanted: (B)(6) 2006; 694765 lead, implanted (B)(6) 2009. The initial reported event of infection was submitted via an alternative summary report. As the summary report has been revoked, this new information is therefore being submitted via a 30 day report. Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that ten days after a routine device change out the patient developed a pocket infection. Antibiotic treatment was necessary. The implantable cardiac defibrillator (ICD) and leads were explanted. No further patient complications have been reported as a result of this event.